Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started running as soon as the cable was plugged in even when not in a run setting. Therefore, the reported condition was confirmed. It was noted that the electric motor and electronic control unit assembly were bad. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the electric pen drive device would not shut off. According to the report, there were no ¿real¿ delays to the planned surgical procedure. A spare device was used to complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.